Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, superficial femoral artery (sfa), the armada 35 balloon was inflated without issue, but deflation was slow. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.